Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a false pause episode was recorded due to undersensing. The device will continue to be monitored to resolve the event and the patient was in stable condition.